Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00157 on (B)(6)2019 for a discordant, falsely high carbon dioxide (co2) patient result obtained on an advia chemistry xpt instrument. Additional information (B)(6)2019): siemens has been informed that the type of sample tested was plasma.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and noted routine service was needed on the system. The cse observed peri-pump tubing and waste line blockage, cuvettes were slightly overflowing, a d-mix overflow causing leak detection sensor alarms. The cse replaced the peri-pump tubing, cleared the waste line blockage, ran wash, quality control (qc), and patient samples with acceptable results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high carbon dioxide (co2) result was obtained on an advia chemistry xpt instrument. The customer observed rpp2 manifold leak errors and repeated the discordant co2 patient result on an alternate advia chemistry xpt instrument, resulting lower. The customer reported the repeat co2 result as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia chemistry xpt co2 discordant result.